Manufacturer narrative:
The customer's test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The returned strips were tested on a reference meter with a high-level control sample the obtained results were in the allowed range. No error messages occurred during the investigation. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer stated they were taking antibiotics. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using a sysmex cs 2500 with dade innovin reagent. The patient is on a heparin medi-port where the sample was obtained from. At 2:30 p.m. The meter result was 3.7 inr and at the same time, the laboratory result was over 7.0 inr. The patient's warfarin dose was held for one week. The patient's therapeutic range is 2.0-3.0 inr.